Event description:
On (B)(6) 2011, a low-profile gore® excluder® contralateral leg component (plc201400/13215787) was implanted as part of an endovascular aortic repair. During the procedure the device was advanced and deployed as planned, and the delivery catheter was removed without any reported difficulty. Upon removal of the delivery catheter, however, the leading olive had reportedly separated from the catheter and adhered to the guidewire. Although surgical personnel reported that the packaging mandrel was difficult to remove from the catheter during preparation, the cause for the leading olive separation is unknown. The physician was able to use a snare technique to remove the olive and guidewire from the patient. The procedure was concluded without any further reported complications, and the patient tolerated the procedure. The delivery catheter has been returned to gore for evaluation.

Manufacturer narrative:
A review of the manufacturing paperwork for the device verified that the lot met all pre-release specifications. Results pending completion of engineering evaluation.

Manufacturer narrative:
(B)(4)